Manufacturer narrative:
One opened/used enlite sensor was visual inspected and it was noted the sensor cannula was damaged (crimpled), unable to confirm customer received the sensor in said condition due to customer returned it opened/used.

Event description:
Customer reported via phone call, he was having issues with the sensor, it's not working properly. Customer's blood glucose was 129 mg/dl. Troubleshooting was performed for lost sensors. Customer removed the sensor and it wasn't bent or damaged.